Event description:
Customer reported hospitalization due to high blood glucose. The paramedics were called to transport customer to hospital. The blood glucose reading at the time of the event was 478 mg/dl. Customer stated that steroid injection increased the blood glucose level. The current blood glucose reading is 269 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.